Event description:
Per the physician, the patient was explanted due to an infection at the site of the implant.the patient was explanted in 2009. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4).

Event description:
There was no electrical current. The loop was tested by biomed and found to have no current going through it. Two cautery units were tested with the loop- still no current. Both cautery units were found to be fully functional by biomedical engineering.====================== health professional's impression======================defective loop